Manufacturer narrative:
The hospital biomed replaced the caster. No report of patient involvement. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the wheel broke while moving the anesthesia machine. There was no report of patient involvement.